Manufacturer narrative:
Unknown medical device manufacturer. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes were under filling, no report of medical interventions or serious injury.

Manufacturer narrative:
Device manufacturer corrected to plymouth. Manufacturing location corrected to (B)(4).